Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Updated data: mean patient sex added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: jewgenow p et al. Subclinical thrombus formation in bioprosthetic pulmonary valve conduits. Int j cardiol. 2019 apr 15;281 :113-118. Doi: 10.1016/j.ijcard.2019.01.095. Epub 2019 jan 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an examination of a series of explanted pulmonary valved conduits for subclinical thrombus formation as a possible risk factor for endocarditis. All data were collected from four centers. The study population included 46 patients (mean age 5 years), 23 of which were implanted with a medtronic hancock valved conduit, 7 were implanted with a medtronic contegra valved conduit, 7 were implanted with a medtronic melody bioprosthetic valve, and 2 were implanted with a medtronic freestyle bioprosthetic valve. No serial numbers were provided. Among all hancock, contegra, and melody patients, adverse events included: conduit/valve explantation due to pulmonary stenosis, pulmonary valve insufficiency or endocarditis, presence of thrombus material on explanted conduit/valve, and partial thickening of valve cusps (result of endocarditis). Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. Among all freestyle patients, adverse events included: conduit/valve explantation due to pulmonary stenosis and presence of thrombus material on explanted conduit/valve. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.